Event description:
On (B)(6) 2025, customer complaint was received on 2005 mediheel button newborn-1.0mm. Customers complained that the ejector only partially ejecting, resulting in one baby having to be re-stuck. The blade also does not fully retract, leaving the tip of the blade sticking out.

Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. Investigation ongoing.